Event description:
The device was used during an unspecified procedure. Reportedly, after placing nasogastric tube, the stylet was unable to be removed. The surgeon removed the tube and applied another to complete the procedure. The hosp has reported no pt injury occurred.